Manufacturer narrative:
A supplemental MDR is being submitted, following the completion of the investigation. The following sections of this report have been updated: b4, g3, g6, h2, h6, h10. Sections b7 and h6 investigation findings, and investigation conclusions codes have been corrected. H6 type of investigation codes were added. The device was not returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Additionally, a lot history review was performed and no other complaints relating to central regurgitation or malpositioned thv were revealed. It should be noted that the thv was implanted in pulmonic position for this case. The sapien 3 ultra valve with the commander delivery system was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement only. Therefore, this was off-label operation. The IFU for tf (transfemoral) procedure in the aortic/mitral position was reviewed for relevant guidance for an s3u implant using a commander delivery system. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Additionally, since no edwards defects were identified, no corrective or preventative actions are required. The central regurgitation post implant and malpositioned thv were confirmed based on the medical record. A review of DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that sapien 3 ultra thv was implanted in the pulmonic position for this case. Therefore, it is an off-label operation. Per the instructions for use (IFU), device malposition is a potential adverse event associated with the transcatheter valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to malposition, including: improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcification in the landing zone, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''26mm sapien 3 ultra valve, where the placement was too high in the right ventricular outflow tract proximal to the left pulmonary artery'', so, it was likely due to the valve positioning and deployment technique. As such, available information suggests that procedural factors (valve positioning and deployment technique) may have contributed the complaint event. Per the instructions for use (IFU), valve regurgitation is known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, ''although the patient was asymptomatic, he was admitted for explant, due to malposition with severe pulmonary insufficiency''. In this case, valve was implanted too high in the right ventricular outflow tract as noted. Thv malposition can lead to improper forward/backward blood flow pressure with suboptimal leaflets coaptation, resulting in central regurgitation. As such available information suggests that procedural factors (malpositioned thv) may have contributed to the reported complaint event. Since no device problem was identified affecting distributed product and no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defects were identified, no corrective or preventative actions are required.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : no indication device is available for return.

Event description:
As reported by implant patient registry, on post-operative day 18, after a successful pulmonic valve replacement with a 26mm sapien 3 ultra valve, the valve was explanted for unknown reasons and replaced with a surgical valve. Additional information has been requested, and the valve was not returned for analysis.

Manufacturer narrative:
This investigation is ongoing.

Event description:
As reported by implant patient registry, on post-operative day 18, after a pulmonic valve replacement with a 26mm sapien 3 ultra valve. The medical records revealed the placement was too high in the right ventricular outflow tract proximal to the left pulmonary artery, the valve was explanted and replaced with a surgical valve. Although the patient was asymptomatic, he was admitted for explant, due to malposition with severe pulmonary insufficiency. The patient did well, following surgical valve replacement.